Event description:
The following issue was discovered during routine interaction with the on-x tracking system. The surgeon was immediately contacted and the following info was obtained. Endocarditis developed. Prosthesis was onxm-27/29. Per aats/sts guidelines, endocarditis is a valve-related, expected event. Therefore, it is being reported. Per surgeon, dr (B)(6), the reason for the endocarditis is not certain but it is possible that the previous case of endocarditis was not adequately cleared prior to implantation of the on-x valve. Event occurred post-operative, late (3 months), re-operated, and received a 3rd mitral valve prosthesis, a onxm 27/29. She also had a tricuspid ring implanted during this surgery. Pt recovered and is doing well.

Manufacturer narrative:
Valve is not available for return. It is believed the valve was disposed of at the hosp. A review of the device history record shows the valve was built per specifications.